Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4).

Event description:
The pump was explanted due to "it kept heating up." It was also noted that the wrong drug was put in the device, dilaudid was put in "instead" of morphine and the patient "almost died." No further information was provided.